Event description:
The complainant reported that the patient developed ventricular tachycardia while on impella support at p9. The family was informed and subsequently elected to withdraw life-sustaining therapy. The impella device was retracted from across the aortic valve as part of the withdrawal process. The patient expired shortly thereafter, and the device was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient presented to the emergency department on (B)(6) 2025 in an unresponsive state, requiring immediate intubation. No advance cardiopulmonary life support was required. Electrocardiogram demonstrated st-elevation myocardial infarction (stemi). The patient was emergently taken to the cardiac catheterization laboratory. Coronary angiography revealed calcified ostial left main (lm) disease, chronic total occlusion of the left anterior descending, and ostial right coronary artery disease. Due to hemodynamic instability and critical lm disease, the physician elected to place an impella cp (pump 1) for mechanical circulatory support. After approximately three hours of intervention, one stent was placed in the left main artery. The patient remained on high-dose vasoactive medications and impella cp support at p-9. Given persistent cardiogenic shock, the care team planned escalation to veno-arterial extracorporeal membrane oxygenation (va-ECMO) with impella support and transfer to a higher level of care. A prior echocardiogram performed approximately one month before the stemi showed an ejection fraction of 25%. Later the same day, high purge pressure was noted and the purge system was found to be blocked. Upon transfer to the receiving facility, an ¿air in purge¿ alarm was present. De-airing the purge system and exchanging the purge tubing and cassette did not resolve the alarm. Tpa purge therapy was initiated per protocol, which is noted as off label use. The patient developed bilateral lower-extremity pulse deficits, and urine output became peach-pink to red in appearance. Bedside echocardiography demonstrated the impella cp was positioned slightly deep at approximately 4.4 cm. The device was repositioned to a more optimal location. Oozing was noted at the right femoral impella access site. The impella angle was corrected, and the device was initially weaned with plans for explant; however, echocardiography demonstrated worsening mitral regurgitation during weaning, and the decision was made to leave the pump in place despite recognized risks. The patient was extubated, vasopressors were discontinued, and afterload reduction was initiated. The access site was clean, dry, and intact, and left lower-extremity pulses were dopplerable. High purge pressure persisted, and tpa purge therapy was continued for two additional days. The patient subsequently developed frequent suction alarms with declining pressures, followed by pump stoppage. The impella cp (pump 1) was explanted due to pump stop in the setting of unresolved high purge pressure and replaced with a second impella cp device. The impella cp (pump 2) was implanted on (B)(6) 2025. Following implantation, the patient developed ventricular tachycardia. After discussion with the care team, the family elected to withdraw care. The device was withdrawn across the aortic valve, care was withdrawn, and the patient expired shortly thereafter. Impella cp pump 1 is a serious type of reportable event and impella cp pump 2 is a death. Note: h6: investigation type/findings/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.